Event description:
The customer reported that spo2 (oxygen saturation) alarms were not activating. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.